Manufacturer narrative:
No info was provided regarding pt outcome/consequence. Endoleaks are addressed per the provided IFU. No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct development procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites. The customer reported a type IV endoleak after a type I b was resolved in secondary procedure. It was believed to be related to heparin administration. It is expected that the endoleak will be resolved upon heparin neutralization. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. The event will be trended as serious harm as both internal iliacs were embolized to repair the type I b endoleak and internal iliac aneurysms. Occlusion of critical vessels may result in add'l complications, including ischemia. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated. The risk associated with the failure mode will remain at an acceptable level with the inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was suitable for aaa repair although internal iliac artery aneurysms was observed at both sides. The procedure was performed as labeled and completed w/o any endoleak. On (B)(6) 2010, f/u observation was performed and angiography revealed a distal type I endoleak from the right iliac leg. The physician takes f/u observation, but he is going to perform an add'l procedure to repair the endoleak and both sides of internal iliac artery aneurysms. For (1820334-200-00346). Add'l info was provided on (B)(4) 2010. Both sides of internal iliac arteries were embolized and iliac leg grafts were extended into both sides of external iliac arteries on (B)(6) 2010. The distal type I endoleak observed on (B)(6) 2010 was resolved, but a type IV endoleak was observed. It was thought the type IV endoleak was caused due to heparin administration, but the physician decided to take f/u observation (1820334-2010-00392). The IV endoleak was not resolved at this time.